Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Evaluation codes results (other) visual inspection of the returned product showed the lens was cut in half and a piece of the optic was torn off and missing. There was a reddish residue on the lens. Conclusion: (other): an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Reportedly, lens (3-piece silicone) was torn on insertion requiring intraoperative removal. Incision was not enlarged and there was no other tissue damage to the patient. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2014 the cause of the event was unknown. A lens work order search was performed and another similar complaint was found within the work order. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported the +23.5 diopter aq2010v silicone three piece lens tore on insertion. This surgeon routinely cuts the lens to remove from the eye without any injury to the patient. The cause of the event was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The following statement should have been added in supplemental #2: device history record (DHR) review: review of the manufacturing, inspection, and packaging process concluded there was nothing found to suggest a contributory factor to this complaint.

Manufacturer narrative:
Corrected data: this is a re-submission of MFR# report 2023836-2014-00769 due to previous incorrect MFR# report. Claim# (B)(4).